Manufacturer narrative:
Reporter¿s phone number was not provided. This device was returned for service; during repair, it was determined that the device motor power was too low, top trigger stacked, attachment coupling unable to hold and the motor power was low. It was also determined that the device failed pre-test for check reverse locking mechanism, check attachment coupling with attachments, check the attachment coupling and check the power with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse trigger did not function on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.